Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, at 20:55 on (B)(6) 2024, the intra-aortic balloon pump (iabp) signaled "circuit leak" and blood was seen inside the catheter. The iab was removed immediately after being in use for approximately 12 hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site name: the (B)(6). Event site address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text: device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, at 20:55 on (B)(6) 2024, the intra-aortic balloon pump (iabp) signalled "circuit leak" and blood was seen inside the catehter. The catheter was removed. There was no patient harm or adverse event reported.